Event description:
A surgical office manager reported six patients who had an intraocular lens (iol) exchange performed. This patient had bilateral iol implant surgery and had both iols replaced due to anisometropia. Additional information has been requested. There are seven medical device reports associated with this event. This report is for the right eye of the third patient.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/13/2009, 10/19/2009, and 10/26/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 11/06/2009.